Manufacturer narrative:
The condition of low battery alarm was confirmed through testing due to a depleted main battery. The main battery was replaced to correct the condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a low battery alarm during battery testing in the standard functional test step 9.15. This alarm would have interrupted delivery. There was no patient involvement, injury or medical intervention related to this event. No additional information is available.